Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or resistance during advancement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat an eccentric lesion in the distal right coronary artery with mild tortuosity, heavy calcification and 90% stenosis, a 2.0x15 mm rx mini trek dilatation catheter was advanced and resistance was felt with the patient anatomy during advancement. The balloon was inflated but ruptured at 6 atmospheres. Reportedly, the balloon was soaked and air aspiration was performed outside of the patient anatomy prior to use. The mini trek dilatation catheter was withdrawn without resistance from the patient anatomy and the lesion was further dilated with a new non-abbott balloon catheter. The procedure was completed after deploying a xience alpine stent. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.